Event description:
Customer reported hospitalization due to high blood glucose readings and diabetes ketoacidosis. Customer stated that he was hospitalized due to problems with his infusion set. Customer's blood glucose reading at the time of the hospitalization was 330 mg/dl. Customer is being treated with IV drips. Troubleshooting was performed and it was noted that the cannula was bent. Customer's recent blood glucose reading is 240 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.